Event description:
The dentist reported 3 months after the dental implant was installed in intraoral region #8 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.